Event description:
It was reported that the inlay optima ureteral stent was broken upon opening the outer package when the doctor conducted an inspection prior to the operation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the inlay optima ureteral stent was broken upon opening the outer package when the doctor conducted an inspection prior to the operation.

Manufacturer narrative:
The reported event is confirmed, cause unknown. No physical sample was returned, however, a photo sample was submitted. One end of the pigtail was observed to be completely separated from the body of the stent. Visual evaluation noted a separation at the proximal pigtail; the separation appears to be indented on one side of the separation and jagged on the other side, this is seen when the separation starts by being cut with a sharp object and being pulled apart the remainder of the way. The suture porthole appeared to be jagged and stretched; this is seen when the suture is pulled away from the stent. A potential root cause for this event could be, "inappropriate package design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." Corrections: d. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.